Event description:
The reported complaint was confirmed via log file review. The pump experienced a linux core crash. Linux crash was unable to be replicated when the pump was returned for investigation. An internal investigation was performed and found inductor broken from main pcba at location l16. Additionally, the screw boss was broken from the front housing to the main pcba. No other physical damage was found.

Manufacturer narrative:
Corrected section d to match gudid.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: no harm of patient reported, nor an active infusion being stopped. Problem: pump problem. A preliminary review of the logs identified the following issue: processor hardware failure (linux core). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.